Event description:
It was reported that a cystoflo drainage bag had a hole in the collection tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A visual inspection was performed and revealed a hole in tubing close to the catheter. The reported condition was verified. The cause of the condition was determined to be manufacturing issue and is associated with excess of solvent between the tube and catheter. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.